Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers were failed and it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers were failed, and it requires maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no issue. A field service engineer arrived onsite and found no drawer failures, and a thorough inspection of the station revealed no visible issues. To address the concern proactively, updated firmware was deployed remotely via remote services support. The deployment was successful, and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.